Event description:
It was reported that (1) device was used during a hemicolectomy. It was reported by the affiliate that the tlc55 firing knob would not advance. Another device was used to complete the case. There was no consequence to the pt.